Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on the air/water channel on both side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cut and misaligned switch 1 the colonovideoscope was not taking any pictures. However, a definitive root cause for white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not taking any pictures during a colon procedure. The intended procedure was completed with the same device. There were no reports of patient harm.